Event description:
Customer reported hospitalization due to high blood glucose. Customer has gastroparesis. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that she was not receiving insulin. Customer stated that the insulin pump was alarming. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.